Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The receiver was returned for evaluation. The device was visually inspected and no defect was found, however, it was noted the "enter time" was displayed when the receiver button was pressed. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. However, a review of the downloaded receiver log confirmed the reported event of loss of connection. A root cause could not be determined.